Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure implant ). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), atenolol (tenormin), escitalopram oxalate (lexapro), hydrochlorothiazide (hydrodiuril) and loratadine (claritin). In june 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic pressure"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and pelvic discomfort outcome was unknown. The reporter considered pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added-pelvic discomfort. Reporter added, lab data added.. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.